Manufacturer narrative:
H6: the cori drill attachment p/n rob10015 sn(B)(6) intended for use in treatment was returned. Customer supplied pictures confirm the reported problem. There is occlusion of the drill attachment shaft. A functional evaluation was performed. A test was run and the failed. The reported problem was confirmed. The drill attachment shaft is obstructed. An internal bearing failed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event internal shaft bearing failure. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that, when they were insetting the bur during kpc testing before a cori ukr, they were unable to insert the bur. They could not insert the bur even slightly and there seems to be a silver circle inside the drill attachment that came loose and was causing the bur to not be inserted. No patient harm done to the patient as this was discovered before the patient was in the room. There was a backup available. No other complications were reported.